Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was delivering a bolus when it shut off. After she changed the battery, the insulin pump had a weak battery alert which she could not clear since the keypad was unresponsive. Blood glucose value was 183 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. No frozen screen noted. The insulin pump powered up properly after battery installation. The operating currents are within specification. No weak battery alarms noted. The insulin pump has minor scratches on the lcd window and cracked case at the display window corners.